Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motion sensor test failure alarm and a motor error alarm. Customer's blood glucose was 81 mg/dl. The customer stated the drive support cap appeared to be normal. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to moisture on force sensor resistor. Unable to a35 alarm due to motor error alarm. The motor was tested outside the device and passed. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.